Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter mitral valve replacement (tmvr) procedure using a 29mm sapien 3 ultra resilia valve within a 36mm physio ring, the valve was implanted with an additional 6ml. This resulted in severe central regurgitation, with findings suggestive of leaflet prolapse. A second 29mm sapien 3 ultra resilia valve was subsequently implanted within the initial valve, which resolved the regurgitation. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
Correction to h6; component code, clinical code, device code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery showed severe central mitral valve regurgitation noted on color flow of 29 mm sapien 3 ultra resilia valve in ring. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of central regurgitation was confirmed while the event for a torn leaflet was unable to be confirmed based on evaluation of the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the valve was implanted with 6ml plus and it resulted in severe central regurgitation and one of the leaflets appeared to be torn. A second 29 mm sapien 3 ultra resilia valve was implanted within the previous valve and the regurgitation was solved". In this case, the deployment of the sapien 3 ultra resilia (s3ur) valve was performed using a balloon inflated with an additional 6 ml of volume. Following deployment, one of the valve leaflets appeared torn. Transesophageal echocardiography (tee) evaluation confirmed that the s3ur transcatheter heart valve (thv) exhibited severe aortic insufficiency. According to the instructions for use (IFU) and training manuals, overinflation of the deployment balloon is contraindicated, as it may impair proper leaflet coaptation and compromise valve function. Implanting the s3ur thv with an overinflated balloon can lead to overexpansion or excessive stretching of the valve leaflets, potentially resulting in leaflet damage and central regurgitation, as observed in this case. Available information suggests procedural factors (leaflet tear, overinflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.